Event description:
It was reported that following a ventricular assist device (vad) exchange on (B)(6) 2014, the patient developed right heart failure and required a temporary right vad. The patient subsequently developed multi-organ failure which then leads to sepsis. The treating facility and the patient's family made the decision to withdraw all support and turn the vad off which lead to the patient's death. The device will be returned to the manufacturer for evaluation.

Manufacturer narrative:
Serious and life threatening adverse events, including multi-organ failure, sepsis, right ventricular failure, hemolysis and death, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU further outlines optimal post-op medical management. Clinical and patient factors may have contributed to the right heart failure and multi-organ failure, which then as reported led to sepsis. These events may be multifactorial in cause with no definitive identified root cause. As reported and with review of the information there is no indication of any device malfunction or performance issues impacting the events. Review of the manufacturing documentation confirmed that the unit met the internal requirements prior to its quality assurance release process and the product was certified as sterile & non-pyrogenic. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that an autopsy would be done; however, the result would not be available. It was reported that the vad team does not believe the device caused any of the patient's problems or death.

Manufacturer narrative:
The device will be returned to the manufacturer for evaluation. This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including multi-organ failure, sepsis, right ventricular failure, hemolysis and death, have been associated with use of this device as outlined in the instructions for use (IFU). Product is in route.